Event description:
The pt's pain was not controlled. The pt was put on oral medication. The pt stated that when he went back for a pump refill, he had a feeling that something was wrong. In 2007, a granuloma was found at t12 and l5. Saline was put into the pump until the granuloma dissolved. It was noted that it resolved quickly. The medication being delivered via the device system during the event was not reported. A new pump and catheter were implanted.